Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The attorney has alleged that while transferring from bed to unit the pin on left armrest allegedly broke and the consumer fell out of the unit.